Manufacturer narrative:
An event of device deformity during device preparation was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. Imaging received from field appeared to show device deforming in cobra while deploying inside the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Na.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 10mm amplatzer septal occluder was selected for implant on (B)(6) 2023 using an unknown 6f delivery system. During implant the device took on a cobra shape. The device was removed from the patient. There were no interactions with cardiac structures nor were there any angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. The procedure was canceled due to no other device available. There were no adverse effects to the patient. The patient status is noted as stable.